Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va23j4x, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot#: (B)(4), ubd: 30-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was icm pull back of the right lead/ right lead migration/dislodgement as seen on imaging. The event was unlikely related to the device/therapy but possibly related to the implant procedure. There were no issues with the second lead. There was also less control of the left hand tremor but patient was still happy with the results.